Event description:
It was observed that during a percutaneous transluminal coronary angioplasty procedure a stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was a de novo, concentric lesion located in the mildly calcified and mildly tortuous right coronary artery (rca) with 95% stenosis and was 21mm long with a reference vessel diameter of 3.5mm. A 3.50x24mm promus element stent was selected to treat the lesion. After the stent was implanted the physician observed that there was a longitudinal shortening of the stent around 4mm of its original length. To cover the remaining part of the lesion and to complete the procedure the physician used another 3.5x12mm promus element stent. There were no patient complications reported and the patients status post procedure was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).